Event description:
It was reported that, "when squeezing to break the inner pouch, the seam at the top of the bag breaks open and contents come out".

Manufacturer narrative:
It was reported that, "when squeezing to break the inner pouch, the seam at the top of the bag breaks open and contents come out". The facility stated, "product was being used to help w/ a vasovagal reaction. Product was squeezed and the top of the bag popped, leaking the contents". It was reported that, "patient got some of the contents of the ice pack in her eye" and "nurse rinsed out patient's eye". No additional details are available related to the customer reported issue. It has been determined that though the event did not involve a death or serious injury, recurrence could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.